Event description:
It was reported that revision surgery was performed due to alval like symptoms around the hip. Patient complained of hip pain.

Manufacturer narrative:
These combination of devices constitutes an off label application in the united states.